Event description:
The customer stated that he tested his blood glucose and received a reading of 429 mg/dl using his breeze2 meter. He retested using another meter and received a reading of 123 mg/dl. The difference between the readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. No adverse events were alleged. While troubleshooting, the advocate performed control tests and both results were within the normal control range. No product will be returned for evaluation.